Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was caused by the failure of the printed-circuit board. The endoscopic image was displayed when connecting evis 160/190 series videoscope to the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing the subject device had the issue of the connector. During the incoming inspection for repair at olympus (B)(4), it was found that the endoscopic image was not displayed when connecting evis 180 series videoscope to the subject device. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc considered that the reported phenomenon was attributed to the failure of the printed-circuit board because the subject device was a product before the countermeasures were taken by design change of the printed-circuit board.